Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished/variable r-waves, t-wave oversensing (twos) and sensing in tegrity counter (sic). In addition, the right atrial (ra) lead experienced atrial oversensing and far field r-wave (ffrw) oversensing. The rv and ra lead sensitivities were increased and remain in use. No patient complications have been reported as a result of this event.